Manufacturer narrative:
(B)(4). The reported complaint of "pump just stopped pumping" was not able to be confirmed as no part or recorder strip was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states that while in use on a patient during transport from the or, the "pump allegedly stopped pumping in autopilot mode when ECG and pressure signals were available". As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).other remarks: n/a.corrected data: n/a.

Event description:
The report states that while in use on a patient during transport from the or, the "pump allegedly stopped pumping in autopilot mode when ECG and pressure signals were available". As a result, the pump was swapped out for another. No patient harm or injury. The patient status is reported as "fine".